Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it is possible that it was caused by physical stress from bumping the distal end of the scope or dropping the distal end, or chemical stress from the chemical solution used. There was no health damage to patients. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited peeling of the adhesive at the tip of the objective lens. There were no reports of patient involvement.